Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
While using the gap balancing instrument, the femur fractured upon insertion of the collar. Update rec¿d 03/03/2015 - the patient's medical records were received. The medical records were reviewed for MDR reportability. There is no new information to report at this time. The complaint was updated on: 03/30/2015.